Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, the customer provided a video that was evaluated. The video showed that the haptics were stuck together after the lens was implanted; however, once the haptics were separated, the lens continued to unfold until the end of the supplied video. As the temperature/humidity exposures and storage conditions of the lens prior to delivery, as well as preparation of the delivery system prior to lens delivery, are unknown, it is difficult to determine factors that would be most likely to result in the lens performance at the time of lens delivery. The complaint issue "unfolding issue" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that, over the past few months, the opening of intraocular lenses (iols) following implantation inside the patient¿s eye has been extremely slow and prolonged. It was noted that at least 20 lenses from the entire j&j portfolio exhibit this phenomenon weekly, with the estimated total reaching into the hundreds. The issue is claimed to affect surgical procedures significantly, causing delays that impact both the injection process and lens stabilization within the eye. The iols may demonstrate a "flying effect" within the capsular bag, lagging of the haptics, or require repositioning of the toric lens through additional rotation. The dfw00 lens model required extra maneuvers to achieve proper positioning. No patient outcomes have been reported outside of the expected range. The account confirmed that products are stored in a temperature-controlled environment, in accordance with jnj directions for use (dfu). Jnj requested additional information regarding product identifiers, but the account responded that tracking all serial numbers is impractical due to the large quantities involved. No further information has been provided. Additional reports are being submitted for other involved lens models.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. . . Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.